Manufacturer narrative:
Device not yet received for evaluation. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Wire was backloaded into the pioneer plus device. Upon removal of the pioneer, the wire was removed from the device. Once the wire was removed, we noticed the wire had unraveled to the thickness of a hair.

Event description:
Wire was backloaded into the pioneer plus device. Upon removal of the pioneer, the wire was removed from the device. Once the wire was removed, we noticed the wire had unraveled to the thickness of a hair.

Manufacturer narrative:
Customer confirmed device no longer available for return.